Event description:
It was reported during a routine inspection of field equipment postoperatively, six reportable instruments were discovered not to be functioning properly. Three locking holding sleeves and one standard holding sleeve were all stripped. One curved ball tip probe has too many bends on it to use properly. One tapered u-joint driver has no memory. It is not known when all of these items stopped functioning. There is no reported patient involvement. This is report 5 of 6 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development evaluation reports, the reported device 03.632.001 and similar device 03.632.036 are locking holding sleeves for the matrix pedicle screw system. These holding sleeves are the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036). The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part 03.632.001 lot # 6512080; it was confirmed that the distal tip shows damage to the thread; first thread is partially detached. The top level of tabulated drawing (03_632_001+_0036 rev j) was reviewed. These changes were performed to address the hazard of this complaint in order to reduce the occurrence. The outer sleeve changed from radel to titanium and the assembly added a peek bushing, the received instrument was made prior to these changes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event unknown. Device is an instrument and is not implanted / explanted. A review of the device history record was completed; the certificate of compliance indicates the lot was manufactured and conformed to synthes specifications. The lot was inspected and conformed to the synthes inspection sheet. There were no complaint-related issues, mrr's, or ncr's associated with this lot. (B)(4) parts were released to the warehouse on (B)(6) 2011. The holding sleeve was manufactured to the synthes drawing number (B)(4), released on (B)(6) 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.